Manufacturer narrative:
An event regarding acetabular universal impactor/positioner threads not assembling with the implant was reported. The event was confirmed. Method & results: -device evaluation and results: - visual inspection noted damage to the threads. -medical records received and evaluation: not performed as medical records were not provided for evaluation. -device history review: review of the device history records indicates the devices were manufactured and accepted into final stock. -complaint history review: there have been no other events for the lot referenced. Conclusions: visual inspection confirmed damage to the threads.

Event description:
Acetabular impacter threads would not engage with prosthesis. Switched to a different impacter and proceeded with the surgery

Event description:
Acetabular impacter threads would not engage with prosthesis. Switched to a different impacter and proceeded with the surgery

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.